Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: ¿intraoperative or postoperative bone fracture and/or postoperative pain.¿ and ¿material sensitivity reactions.¿ and "inadequate range of motion due to improper selection or positioning of components." This report is number 1 of 4 mdrs filed for the same event (reference 1825034-2014-00144/00145/00146/00147).

Event description:
Patient's legal counsel reported that patient underwent a right total hip arthroplasty on (B)(6) 2007. Patient alleges pain, swelling, inflammation, damage to surrounding bone/tissue, lack of mobility, loss of range of motion, and metallosis. No revision has been alleged. No further information available at this time. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.